Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having pains "in my chest" and notes that heart rate goes "down to 52." The patient was concerned that the device was not functioning properly. Follow-up with the physician's office determined that no episodes were seen, no programming changes made, and patient had no more reports of sharp pain or discomfort. The device was functioning normally and the patient doing fine. The device remains in use. No patient complications have been reported as a result of this event.